Manufacturer narrative:
(B)(4) g2- foreign- russia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device stops rotating under the slightest load. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the most recent repair record determined the device failed the rotation check. The oscillating system fork is broken and the eccentric system bearings are worn. The eccentric system and oscillator were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.